Manufacturer narrative:
One dii footswitch was received. A visual inspection was performed on the exterior of product and damage was observed on left pedal. Complaint of sticking pedal was confirmed. Left pedal is stuck in the down position and all footswitch functions are dead. The springs are collapsed on the left pedal and the middle pedal springs are sprung. Since customer has had footswitch for over 7 years, damage to pedal must have occurred at customer site. The complaint investigation has concluded that this unit has succumbed to normal wear and tear.

Event description:
It was reported that the footswitch was not working because the buttons were sticking during surgery. Competitor device was utilized as a replacement. No injuries or complications were noted as a result.